Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had low readings in the 30's mg/dl and 40's mg/dl. The customer also had high readings in the 300's mg/dl and 400 mg/dl. The customer treated with the pump. The customer stated that the pump was old and was broken on the side where the battery goes in. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, cracked belt clip slot, stained end cap sticker and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.